Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the high impedance remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the patient had been programmed to avoid contact 3 in the pairings. The high impedances were first noted by this hcp in 2015, and had not been resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient's c-3 unipolar impedance was greater than 40,000 ohms. The hcp reported that in january, the impedances were only 20,000 ohms. No patient symptoms were reported. No further patient complications have been reported as a result of this event.